Event description:
During a low anterior resection open procedure, the intermediate closing trigger broke off when tried to close. The device was removed and another device was used, it closed and fired, but the staples were malformed. The pt did receive a permanent colostomy, but is doing okay.